Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 492mg/dl. It was stated that the customer had stomach pain, vomiting, high blood pressure, and was unable to walk. It was stated that the customer was experiencing high glucose for the past three weeks. It was stated that the customer's most recent glucose reading was 399mg/dl, and she treated her high blood glucose with the insulin pump and a manual injection. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and displacement test and the insulin passed the tests. No further info was provided.